Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Before opening the package, the straightener was found to have a different shape from usual. The tip side was not in a trumpet shape, but straight. Another same device (lot unknown) was used. Patient outcome: prior to open the package. Patient/event info - notes: 1 for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact prior to open the package. 2 what was the target location for the stent? Common bile duct 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. It was stored vertically in fluoroscopy room. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Prior to open the package. 5 was the wire guide lubricated prior to use? Prior to open the package. 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 7 was the wire guide inspected for damage prior to use? Prior to open the package. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No 11 if not with the device in question, how was the procedure finished? New same device (lot unknown) was used. 12 did the patient require any additional procedures as a result of this event? No 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Prior to open the package. 17 (if any damages were confirmed prior to use) was the package damaged? No

Event description:
Cancellation report is being submitted due to the completion of the investigation on (B)(6) 2025 no adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Cancellation report is being submitted due to the completion of the investigation on (B)(6) 2025. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Investigation - evaluation. Device evaluation. 1 unit of zebd-7-4 of lot number c2168016 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 24 nov 2024. On evaluation of the devices the following observations were made: visual inspection: pigtail straightener re-examined by production supervisor presence of flaring observed as per fqc d00300445 and prd0153 functional inspection: n/a. Manufacturing records: prior to distribution zebd-7-4 are subjected to a visual inspection to ensure device integrity. Review historical data: based on the information available to date, there is no evidence to suggest that there is any manufacturing issues associated with lot number c2168016. Instructions for use and/label: as per the notes section of the instructions for use, ifu0045, which informs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ there is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: n/a as per d00059858 rev30, section 6.11.2, ¿no root cause determination required: for unconfirmed complaints where the customer claim is not confirmed through supporting evidence or for negative/positive feedback where the complaint is based on customer opinion¿. Summary: complaint cannot be confirmed as there is no supporting evidence to identify the complaint failure. There was no impact to the patient as this observation was made prior to use. Complaints of this nature will continue to be monitored for similar events.